Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low high voltage lead impedance alert was received. The lead will be monitored.